Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve; however, the clip opened while establishing final arm angle (efaa). Troubleshooting was performed however was unsuccessful therefore the cds was removed. Another clip was deployed, reducing the tr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: all available information was investigated and the reported clip opening while establishing final arm angle (faa) was not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the clip opening while establishing faa could not be determined in this incident. Per the intended use section of the mitraclip system instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the off-label use of the mitraclip in the tricuspid valve did not likely contribute to the reported mechanical issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.